Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the large hem-o-lok clip applier instrument was not locking the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument was inspected prior to use with nothing out of the ordinary being noted. The issue occurred during application of the clip on a vessel or tissue bundle. It was half closed on adrenal vein and not allowed to be opened and release clip applier instrument. The issue was related to the clip applier instrument jaws remaining static/not moving when surgeon commanded movement. It is unknown if the issue was related to unexpected motion of the clip applier instrument while attempting to clip. The instrument had issue with the clip application. The issue was not related to clip opening after closure of the clip. The purple clips were used. The tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The reported issue occurred on the 1st application. The customer resolved the issue by pushing the emergency button and opened the clip applier instrument with emergency key and used another clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the clip applier instrument to perform failure analysis. The clip applier instrument was analyzed, and failure analysis did not confirm nor replicate the customer's reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The clips opened and closed properly. The clip test was performed on instrument and passed and was fully functional. There was no problem detected. No product issue was identified. The complaint was not confirmed based on failure analysis. .